Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped down on the vessel and would not release. It is unknown how the device was removed. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Orange indicator. (B)(4). The analysis results found that the (B)(4) device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled. Please note that an investigation has been initiated to address the root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.